Event description:
On 8/11/2005 while running an IV, a nurse noted that the bag of fluid was dry, that there was air in the line and the alarm had not sounded. The pump was sent to bioenginering and the incident could not be replicated, i.e. The pump worked without error. On 09/18/2005, a different pump was found wiht air in the tubing and did not alarm. The pump was sent to bioengineering who found they could not duplicate the problem and the pump worked without error.

Event description:
On 8/11/2005 while running an IV, a nurse noted that the bag of fluid was dry, that there was air in the line and the alarm had not sounded. The pump was sent to bioengineering and the incident could not be replicated, i.e. The pump worked without eror. On 9/18/2005, a different pump was found with air in the tubing and did not alarm, the pump was sent to bioengineering who found they could not duplicate the problem and the pump worked without error.